Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on august 07, 2017 that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2017. Reportedly, the procedure was successfully completed without any issues of the device. According to the complainant, six days after the procedure, the patient was experiencing fever that was caused by an infected piece of tissue inside the uterus. The patient was admitted to another hospital and was treated with antibiotics. The patient is currently doing well after antibiotic treatment.